Event description:
On june 22, 2007, it was reported to boston scientific corporation that procedure to place an ultraflex tracheobronchial stent in the left bronchus of a male pt (age unk). According to the physician, "after 2/3 deployment of the stent, it was not possible to pull the suture to the end." The physician removed the stent and successfully implanted a dumont stent. The pt was reported to be in "good" condition.

Manufacturer narrative:
The suspect device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.